Event description:
Customer reportedly received results of 140 mg/dl and 65 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self-treated with apple juice and low blood glucose symptoms improved in 5-10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.